Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) displayed as ¿high," although specific value was unknown. Customer gave a correction dose via pump to address the bg level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.